Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at third-party service center, "ventilator service required" error codes related to sensing issues were found in the ventilator's downloaded error log. There is no documentation what component needs to be replaced to address the issue. No further investigation is required at this time. Additionally, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. The device has been remediated, and the software has been upgraded. The device did not pass final testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.